Event description:
It was reported that during the initial implant procedure, loss of capture and noise resulting in oversensing were noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, no anomaly was observed either visually or via diagnostic imaging. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.